Event description:
It was reported that patient complained of incontinent after surgery. He complained that device never worked. Physician tired cycling device but it would not cycle. All components were removed and replaced. No further patient complications related to event.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient complained of incontinente after surgery. Complained that device never worked. Physician tired cycling device but it would not cycle. All components were removed and replaced. No further patient complications related to event.